Event description:
The report received from the affiliate indicated that the catheter does not fit properly to the 150 syringe (injector made by iebel flarsheim company). The injector company was contacted and indicated that their product was ok, that it should be our catheters.

Manufacturer narrative:
The report received from the affiliate indicated that the catheters did not fit properly with the 150 syringe (injector_liebel flarsheim company). They contacted the injector company, but they indicated their product was ok, that it should be our catheters. Add'l info received that the devices do not fit as usual. They were having trouble fitting the two parts together and when they finally make it, if they use the injector, the two parts separate abruptly, creating a complication during the procedure. Clarification was received that there was no complication to pt. No treatment to the pt was needed. The doctor could not use the injector due to the fact he could not connect injector to hub. He injected contrast manually. Doctor finished procedure without any complication to pt. The products were not returned for analysis. Device history record (DHR) reviews were conducted, and the products met quality requirements for product acceptance. The complaint could not be confirmed without product return. With such limited info, it is not known what factors may have contributed to the event. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 9616099-2009-01506.